Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between the patient¿s inguinal hernia and pd therapy on the liberty select cycler. However, there is no documentation or objective evidence in the complaint file to show a causal relationship. The hernia could have been exacerbated by pd therapy, as it is a common complication due to the increased intra-abdominal pressure created from the installation of dialysis fluid. Additionally, there is no evidence the liberty select cycler malfunctioned or failed to perform as expected in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had surgery. The patient was unable to drain and had reset up with new supplies three times. The patient also reported receiving a drain complication encountered and please check patient and drain line in drain 0 of 4 of treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient underwent out-patient inguinal hernia surgery on (B)(6) 2019 and was discharged home afterwards. The inguinal hernia was not a pre-existing condition. The hernia was not related to treatment with any fresenius products, drugs, or equipment. The patient continued pd treatment with the liberty select cycler without any reported issues post-surgery on (B)(6) 2019. There were no reported changes in the pd fluid concentration or volume of the patient¿s pd solutions post hernia repair. The patient has recovered from the hernia repair. The pdrn reported that the patient was doing great. The pdrn had not received information about the reported drain complication alarm on (B)(6) 2019, and was unable to provide further details about the reported drain complication on (B)(6) 2019.